Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, fracture in tubing near pump.

Manufacturer narrative:
A titan genesis pump was received for evaluation. Examination and testing of the returned component revealed a separation within abrasion on the serialized exhaust tube of the pump. Testing revealed this to be a site of leakage. Based on quality's recreation of the position of the tubes according to the abrasion pattern, this demonstrates that the serialized exhaust tube was overlapping the non-serialized exhaust tube of the pump. Quality further concluded that this positioning, in combination with device usage over time, could contribute to sufficient stress(s) to cause a separation through the serialized exhaust tube of the pump at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.